Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient¿s pneumatic tamper pressure was measured in the morning and remained at 26cm/h2o. In the afternoon the patient showed signs that the pneumatic tamper was deflated, such as desaturation, low vt and audible leak. At the time of re-measuring, the pressure was at 26, so it was found that the damage was in the tube. A chest x-ray was taken that showed displacement of the tot. It was decided to organize manually to which the patient did not respond, and it was necessary to resort to re-intubation to accommodate the tube. The patient remained with tot 8.0 fixed at 24 cm.